Manufacturer narrative:
The completed investigation concludes that the analyzer worked as intended. The investigator is certain the investigation is accurate due to the provided data registers what happened. The analyzer did not mix-up any sample data. The only thing that happened is that sample ID (B)(6) ran before sample ID (B)(6) . But all the patient data and results are correct and belongs to the right measurement and patient. This is visible in the analyzer logs. The analyzer internal logs show ((B)(6) 2021):: 05:38:21 sampler for measurement (B)(6) is placed in flexq slot 1. Patient ID is entered and measurement (B)(6) runs; 05:39:07 sampler for measurement (B)(6) is placed in flexq slot 2 ((B)(6) still running); 05:40:46 sampler from slot 0 and slot 1 ((B)(6) ) are removed from the flexq (rinse running after measurement (B)(6)); 05:40:55 sampler for measurement (B)(6) is placed in flexq slot 0 (rinse running after measurement (B)(6) ). Patient ID for (B)(6) is being edited; 05:41 measurement (B)(6) runs (because patient ID for (B)(6) is being edited); 05:41:04 patient ID for (B)(6) is updated; 05:42:28 result for (B)(6) is shown; 05:43 measurement (B)(6) runs. In short, measurement (B)(6) runs before (B)(6) because operator is editing patient ID for (B)(6) when analyzer becomes ready to process the next sample in the flexq. Therefore, the analyzer worked as intended. H6: component code has not been filled out, as the analyzer worked as intended.

Manufacturer narrative:
Health professional: no information.

Event description:
According to the complaint it is noticed that patient sample data is mixed up. The abl800 analyzer is connected to other company system (his/lis). The sample data is mixed up with the sample ID (B)(6) and (B)(6). The measurement time looks like to indicate abnormal time. From the performed investigation of logs by ris company, the patient ID's 1, patient ID's 5 was canceled once, then the patient ID's 5 result received during waiting on patient ID's 11. The ris company investigation showed that their lis system prepared to receive sample ID (B)(6) data, but the abl800 analyzer sent sample ID (B)(6) data to their system, so these data were mixed up. This mixed data did not affect any patients.